Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3.h6(type of investigation,investigation findings,investigation conclusions),h11 a getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue, exorcised the unit to no fail. A full functional and safety tests were performed. Returned the unit to the customer.

Event description:
N/a